Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported they lost the programming on the handset, so they could charge the patient's implanted neurostimulator, but they couldn't change the settings. Caller said they were trying to connect to the mystim application, but even after scanning the communicator they kept getting 'not found: communicator' message. Agent had caller close out of all running applications and reset the communicator. Caller confirmed the green light was steady, and the blue light illuminated when attempting to connect again. Patient was prompted to establish the setup link, but 'no device found' displayed. Agent asked, caller said the last time the patient charged the implant was last night, but they only got charged to 40% so the battery may have been be too low at the time of the call. The issue was not resolved. Cal ler said they'll call back once the patient was charged up for further assistance.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.